Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this device was explanted along with the entire device system due to suspected pocket site infection. A temporary pacing lead was implanted in the same procedure. No additional adverse patient effects.